Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported guidewire kinking when doctor tried to insert. Another guidewire was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. The guide wire was returned without the advancer tube. The guide wire was observed to have several kinks/bends towards the distal end of the body. Discoloration of the guide wire was observed toward the distal j-bend. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks/bends in the guide wire were located 532mm from the proximal tip and 32mm from the distal tip. The overall length of the guide wire measured 598 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.79 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported guidewire kinking when doctor tried to insert. Another guidewire was used. No patient harm reported. The patient's condition is reported as fine.